Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested on (B)(4) 2012 by phone. (B)(4).

Event description:
A clinical director reported during glaucoma filtration surgery the shunt had no flow. She stated the shunt was removed during the same procedure and a second shunt was implanted. The clinical director reported the second shunt also has no flow and was removed. She stated the surgery was then converted to a trabeculectomy with no harm to the patient. In a follow-up, a technician reported the patient is stable and doing very well. There are two medical device reports associated with this event. This report is for the second shunt.